Event description:
It was reported that when the patient exam was finished, an operator was reportedly moving the arm, and the camera head collided with the x-ray protection glass. As the attachment picture, a camera head broke and fell from the arm, but it did not fall on the floor because the connection cable head was in tact. The patient was on the table and the camera head passed near the patient's face. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
System install date: 2000.